Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. This complaint was not confirmed in the lab due to a lack of a sample. The root cause was undetermined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international complaint where the home patient (hp) received a system error and then saw a lot of air bubbles in the patient line during fill 1 of 4. The technical service representative (tsr) assisted the caller to end therapy and start over with new supplies. The hp would make sure the patient line is primed before connecting and be sure the hp drains in initial drain. There was no patient injury or medical intervention indicated at the time of the initial report.